Event description:
Procedure performed: cholecystectomy. Event description: part of the metal hoop became detached when the bag was deployed in the patient's abdomen. The rod was extracted using laparoscopic forceps without causing any harm to the patient. This prolonged the duration of the procedure and the patient's anesthesia. The surgeon successfully removed the metal part and used a competing device to remove the piece. Type of intervention: the surgeon successfully removed the metal part and used a competing device to remove the piece. Patient status: ras (nothing to report).

Manufacturer narrative:
The event device is anticipated to return to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.